Event description:
It was reported that the user fell on a rollator and bent the front left leg. The user was bruised and did not require medical intervention. No additional information is available. Should additional relevant information become available, a follow-up report will be submitted.